Event description:
It was reported that the burr became stuck on the guidewire. A 1.25m rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was reported that the rotablator burr caught the rotawire. Replacing the rotawire did not resolve the issue, but replacing the rotablator burr did. The same rotawire was used with the second rotablator and no damages were noted on the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. No patient complications reported, and patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that at 28.9cm proximal from the burr tip, for a length of 1cm, the coil was stretched. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. The test rotawire was unable to be fully inserted due to resistance as the coil was stretched.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.25m rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was reported that the rotablator burr caught the rotawire. Replacing the rotawire did not resolve the issue, but replacing the rotablator burr did. The same rotawire was used with the second rotablator and no damages were noted on the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. No patient complications reported, and patient condition following procedure was stable.